Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. However one possible root cause could be fair wear and tear as this reusable device was reportedly over two years old and had seen heavy use. The patient was also reported to have very hard bone which could have contributed to the device breaking. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl repair that the tip broke off of the customer's milagro advance modular driver in the screw in the patient's knee. The sales rep reported that the tip broke off flush being completely enclosed by the screw leaving nothing to grab onto to remove the broken tip. The surgeon dug around the screw using a currette to dish out the screw and enclosed broken tip and removed the piece from the bone tunnel causing an hour delay in the procedure. The surgeon completed the procedure with a new screw in the same bonehole with no patient consequences. The sales rep reported that the patient had very hard bone and that the surgeon was satisfied with the fixation. The sales rep was not present and could not provide the new screw size. The sales rep reported the customer already discarded the complaint device. The sales rep could not provide the lot number but reported that the driver was over 2 years old and had seen heavy use.